Event description:
Guidant (now boston scientific crm) received information on january 19, 2006 that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) died while attempting to urinate, which was reported to have been difficult. The patient was reported to have became weak and slightly light headed. Blood pressure was low and the heart rate was 127 beats per minute. The patient was also thought to have been dehydrated. The adverse event summary stated that this male with nonischemic cardiomyopathy (ef 30%) died in the hospital after a hypotensive episode, chest pain and eventual pulseless cardiac arrest beginning 18 hours after device placement. At the time of the event in 2006, there were no allegations or complaints against the device's operation or functionality. The adverse event was classified as a class 4 (related to a change in the subject's condition or to therapies other than delivered by the implanted system). An autopsy was performed which revealed a large antemortem clot in the main branch of the right pulmonary artery, left ventricular dilatation and patent coronary arteries. The final diagnosis was consistent with pulmonary thromboembolism. The certificate of death reported that the manner of death was natural. The device was not returned for laboratory testing.

Manufacturer narrative:
As part of the study protocol, all reported deaths and potential heart failure events were reviewed and adjudicated by an independent mortality or heart failure event committee. While the study was being conducted, boston scientific was blinded to this death information. Adverse event forms were submitted directly to the event analysis department shortly after the reported patient death, however, the information from the adjudication committee was not available until after the primary endpoint had been reached. Subsequently, boston scientific crm received additional information from the adjudication committee on october 03, 2009. This group of physicians unanimously concluded that the clinical course and anatomic evidence showed death was due to pulmonary embolism soon after device placement and most likely consequent to device placement.